Event description:
Two fixed anterior lumbar screws implanted at s1 were identified as broken using x-ray during the pt's 1 year post-operative visit. The surgeon has indicated that he will perform posterior stabilization during a revision surgery in the near future.

Manufacturer narrative:
Method: no testing methods performed (related implants were not returned to MFR). Although no lot code was reported, a review of possible lots mfg indicate all devices which were accepted had no deviations noted which would have contributed to the event. Results: no results available since no eval performed (related devices were not returned to MFR). Conclusions: devices were not returned.